Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
When the user grasped the guidewire with the snare and attempted to pull out the endoscope, the hooped snare fell into the pt's stomach.